Event description:
It was reported that during a right atrial (ra) threshold test in clinic, right ventricular (rv) lead loss of capture (loc) was observed. Technical services (ts) recommended changing the programming to a fixed output. This lead remains in service. No adverse patient effects were reported.